Manufacturer narrative:
H10. D10. Concomitant medical products information: 4 2242894 180-01-48 - nv crown cup clstr hole 48mm group 1; 3752183 180-65-25 - alteon 6.5mm screw, 25mm; 4088072 170-32-93 - biolox delta femoral head 32mm od, -3.5mm; 4351201 188-01-06 - wedge plasma x/o sz 6; 4486170 101-05-30 - 3.2mm drill bit30mm 1pk updated/additional information ¿ a2. A3. D1. D4. D5. G1. G2. G4. H4. H6. H7. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
Revision operative report- the patient was revised to competitor's shell and liner and exactech femoral head with exactech adapter head. The patient presented with pain. Polyethylene wear of the left hip polyethylene liner and aseptic loosening of acetabular component. ¿there was minimal bone loss behind the loose acetabular component.¿ left revision of total hip¿ both components. The patient was transferred to the recovery area in stable condition. There is no additional information available.

Manufacturer narrative:
Additional manufacturer narrative- b5.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left hip replacement surgery on (B)(6) 2016. They underwent left hip revision surgery on (B)(6) 2023 approximately 6 years 8 months after their initial surgery. The patient has claimed the following injuries and complications as a result of this exactech device: pain, difficulty with everyday activities, trouble walking, and required revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.